Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2, which is a cubie drawer, failed and could not be recovered. A field service engineer ran diagnostics and identified that the position sensor was not functioning. Upon inspection, the position sensor cable at the back of the drawer was found disconnected. The cable was reconnected, and the issue was resolved. Fse then checked all drawer slide bumpers and replaced in drawers main 2.1, 2.2, and auxiliary 1, 1.1, 1.2. All cables were reseated and verified for proper connection and customer tested the system, and no issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 was failed to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.